Event description:
Caller indicated the relion micro meter was giving variable readings. Customer got a reading of 265 took 8 units of insulin and after hour later she checked her sugar and got 327 which she believed it was not accurate because she already had 8 units of insulin. She was storing the bottle of strips correctly and doing the proper techniques. She did mentioned that she was feeling good at the time of the incident so she knew that there was something wrong with the meter. I also mentioned to her that every time she feels the meter is not giving her an accurate reading or every time she opens a new bottle of strips she needs to do a control solution test to make sure that the meter is working properly and the strips are good. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.